Event description:
It was reported that during a cori assisted tka surgery, while the surgeon was burring the anterior portion of the tibia, the cut surface was mostly white and he was cleaning up a few green specs. As he came off the anterior face of the tibia, the burr extended and respected bone that was not planned. The surgeon expressed concern for the cut surface was all white and there was no bone to remove. The procedure was completed, without delay. Patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4) h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed. Pictures of the tibia bone removal screen and the physical cut of the tibia were reviewed with a clinical account representative. There is a slight resection on the anterior edge of the tibia cut. The reported complaint says the bur extended and resected this portion of the bone when coming off the anterior face of the tibia. The most likely cause of this event is associated with the a software defect. Another picture was submitted for review of a slight overcut (nic) of the outer distal edge of the femoral condyle. ¿spare bone¿ is the white bone of the virtual model that is not to be resected. Spare bone includes the target surface that the drill burs to. The given distance between the drill guard and the spare bone is used by the system to determine the allowed bur exposure. Again, the bur is going to extend out to the depicted version of the bone model. Regardless if there is bone to be removed or not, the bur will extend to reach spare bone if it is within the bur¿s maximum exposure range. Upon reaching that spare bone, it would not resect. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. Therefore, the system was operating as intended. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. The clinical/medical evaluation concluded: ¿based on the information provided, the root cause of the reported event could not be definitively concluded; the patient impact beyond the reported unplanned femoral bone removal and subsequent cement-filled defect could not be determined, as it was reported that the procedure was successfully completed without patient or implant positioning impact. No further medical assessment can be rendered at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 1.7.1 and above. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Corrected data: g2, h6 (health effect - clinical code, health effect - impact code)

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed. Pictures of the tibia bone removal screen and the physical cut of the tibia were reviewed with a clinical account representative. There is a slight resection on the anterior edge of the tibia cut. The reported complaint says the bur extended and resected this portion of the bone when coming off the anterior face of the tibia. Although the root cause cannot be confirmed, it is likely that the system operated as intended, and the overcut was due to quick movement of the drill while the bur was exposed over the bone edge. Another picture was submitted for review of a slight overcut (nic) of the outer distal edge of the femoral condyle. Although this was not reported, this is also likely due to quick movement of the drill while the bur was exposed over the bone edge. ¿spare bone¿ is the white bone of the virtual model that is not to be resected. Spare bone includes the target surface that the drill burs to. The given distance between the drill guard and the spare bone is used by the system to determine the allowed bur exposure. Again, the bur is going to extend out to the depicted version of the bone model. Regardless if there is bone to be removed or not, the bur will extend to reach spare bone if it is within the bur¿s maximum exposure range. Upon reaching that spare bone, it would not resect. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. Therefore, the system was operating as intended. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. The clinical/medical evaluation concluded: ¿based on the information provided, the root cause of the reported event could not be definitively concluded; the patient impact beyond the reported unplanned femoral bone removal and subsequent cement-filled defect could not be determined, as it was reported that the procedure was successfully completed without patient or implant positioning impact. No further medical assessment can be rendered at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.